Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Initial reporter phone number: (B)(6).

Event description:
The customer reported that the monitor was not alarming, when patient parameters fell below the set alarm level. All alarm parameters were rechecked by two members of the staff; the alarm limits were altered and alarm was turned off then on again. Once the multi-measurement server (mms) module was removed from the back of the monitor, it alarmed to say limits were low, but once reattached to the monitor, it stopped alarming. The device was in clinical use at the time of the reported incident. There was no report of an adverse event or patient harm. The age, height, and weight of the patient were not available at the time the reporting decision was due.